Event description:
It was reported to patient services on (B)(6) 2012 that his patient states he has some sort of problem with one of his leads. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).